Event description:
It was reported that the pt had a trial done over a 4 day period with an intrathecal catheter. The pt was titrated up to 480 mcg/day baclofen and responded well with decreased dystonia overall. A permanent system was subsequently implanted. Based on the trial, the infusion was started at 450 mcg/day. On (B)(6)2010, the pt was heavily sedated, very flaccid and unable to arouse. The pt had also received several doses of morphine for post operative pain. On (B)(6)2010, narcan was administered to reverse the effect of morphine (approx 12 noon). At the same time, the baclofen dose was decreased. They were then able to arouse the pt. At 11:30 pm, the pt was again heavily sedated and very flaccid. The baclofen was decreased to a minimum rate and the pt was put on midazolan. Three hours later, the pt was arousable. On (B)(6)2010 at 07:00h, baclofen was restarted at 300 mcg/day. The pt was doing well at the time of the report. Pt injury was noted: symptoms of overdose, not confirmed. It was later reported that "the baclofen used was pure baclofen and the concentration was 500 mcg/ml." On (B)(6)2010, the baclofen dose was decreased to 400 mcg. The pt was doing well and had been since they restarted the pump at a lower dose. Dose titration was ongoing. The pt recovered without sequela.

Manufacturer narrative:
(B)(4)